Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the cxd would no longer spike the bags. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The reported difficulty of the compact exchange device (cxd) device will not spike the bags was confirmed via duplication during evaluation. The device was received in good condition. The product analysis lab (pal) performed the spike and unspike operation using the spike and unspike test set. The spike carriage guide spring was revealed to be bent preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause of the reported difficulty was determined to be due to a bent spike carriage guide spring. A review of the device history record was completed and no issues were identified that may have contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Device received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.